Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a percutaneous coronary intervention. Reportedly, the proglide device did not deploy, hemostasis was achieved with manual compression. No adverse patient effect was reported. Although requested, no additional information was provided.

Event description:
Service of summons and complaint was MFR's first notice of this event. Plaintiff's counsel claims in the complaint that the pt was injured requiring medical treatment to right ankle. She alleges that cryotherapy was applied. The complaint contains no info about the therapy protocol prescribed by plaintiff's doctor (e.g., duration of cold therapy sessions and breaks in between same, temperature settings) the barrier placed between the device and the pt's skin, instructions provided to the pt about use of the device or whether there were any contraindications for cold therapy. Plaintiff claims she suffered personal injuries resulting in disfigurement and physical impairment. The company has been unable to confirm the MFR of or inspect the device. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). The plunger and anterior needle were not returned with the device. Evaluation of the returned device found the posterior needle tip was released from the shank, but did not engage with the posterior cuff; therefore, the cuff was not ejected from the posterior foot and remained undamaged. This is indicative of the posterior needle being deflected away from the posterior foot pocket. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by the damaged anterior cuff tabs. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length, and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record did not produce any findings relevant to this report.